Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture was observed. X-ray found lead dislodgement. Lead was explanted and replaced.